Manufacturer narrative:
B1 product problem was updated. Section d1 brand name corrected. Section d4 catalog number was corrected. H7 medical device problem code was updated.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a 55-year-old female patient with decompensated heart failure, cardiogenic shock. The initial attempt to insert the 5.5 was unsuccessful due to axillary artery stenosis and further attempts caused catheter to kink near the motor housing. A second 5.5 was attempt but was also unsuccessful due to axillary artery stenosis. The patient ended up receiving an impella cp to accommodate the vascular anatomy. The impella cp was inserted via axillary graft. Once the pump was in the left ventricle, the pump was turned on. Anesthesia began seeing air bubble blouses about every 3-5 minutes. This was significant enough to suggest air introduction and cause patient to hemodynamically respond, as if air went down coronaries. The support team ran through the algorithm-settling on cavitation. This will be conservatively reported as an air embolism for the impella cp.